Event description:
It was reported that the pt underwent a four-level corpectomy using vertebral body replacement devices with anterior and posterior fixation at c3/6. The superior end cap reportedly became dislodged from the construct during impaction. The surgeon re-assembled the construct and implanted it. Post-operative images reportedly demonstrate that the end cap has disengaged from the center strut. A revision surgery was performed five days post-op to replace the construct. The pt reportedly is doing well after the revision surgery.

Manufacturer narrative:
Device was not returned to the MFR for eval. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs. Unable to determine the cause of the event.